Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received unexpected restart and a cold reset was performed as well as external ram crc error and insulin pump was dead. The customer¿s blood glucose was 208 mg/dl. Customer reported that they were able to clear the alarm. Customer also reported that the insulin pump did require rewind. Customer was able to complete rewind. Customer stated that the alarm did not occur shortly after inserting a new battery and insulin pump error alarm was reoccurring during normal insulin pump use. Customer troubleshooting was performed. Customer stated that the alarm occurred shortly after inserting a new battery. Customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.